Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device is failing the defib test and there was an error shock message. There was no report of patient involvement or adverse patient impact.